Manufacturer narrative:
(B)(4). The report of the sheath being sheared off or detaching during use can be influenced by but not limited to patient anatomical conditions, user technique and manufacturing. Deploying the device in patients with torturous paths, calcified or scarred tissue may create excessive resistance during insertion and removal; deploying the device at an angle higher than 45-degrees can also create resistance during insertion. The reported damage to the device is generally associated with high insertion or excessive downward force. However, there was no report of resistance during insertion or removal of the device in this case. There was no reported challenging patient anatomy or user technique information that may have affected the device performance. The product testing specifications require a pull force at the sheath transition point (reported zone of detachment) to be a minimum of 4.0lbf (pounds per foot). These requirements suggest that the sheath was subjected to some type of resistance/ force during use. To help ensure that all products perform according to specifications they are subject to an inspection during manufacturing, which includes examination under a 10 times magnification device. During manufacturing the sheath is inspected to verify there is no damage such as kinks, material separation, pits or bubbles. In addition, a quality control audit inspection is performed to verify product quality. A sample is also taken from each lot for destructive functional testing. Based on the reported information and the manufacturing inspection criteria, the reported sheath detachment appears to be related to the operational influences during use and not a product quality deficiency. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis; however, there is no indication of a product quality deficiency.

Event description:
It was reported that after a percutaneous coronary stenting procedure, arteriotomy closure of the left common femoral artery (cfa) was attempted with a perclose at device. Reportedly, during use, the sheath sheared off at transition zone with retention of approximately 20cm of black plastic sheath of the device between left cfa and into distal abdominal aorta. The needles, sutures, and foot pedal, were removed with the deployment mechanism (body of the device). Vessel access was obtained into the right cfa. The detached sheath was captured by a 6-12mm intravascular retrieval snare and was withdrawn into the right femoral sheath. The femoral sheath and the detached perclose at sheath were pulled out the right groin access site. Manual arterial pressure was applied to the left femoral artery for thirty minutes and a non-abbott mechanical compression device was applied to the right groin to achieve hemostasis of the rcfa. The distal pulses were rated 2+ (normal) and the feet of the patient were warm bilaterally. There were no reported adverse patient sequela. The operator was reported to be trained in the use of the perclose at device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sheath 6f, sheath 7f 45 mm. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.